Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had an intermittent keystuck error message at boot up. No patient injury was reported.